Event description:
It was reported that during a ventricular high rate (vhr) episode the electrogram appeared to be noisy. Capture management and impedance trends are stable. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4076 implantable pacing lead: (B)(6) 2006. (B)(4).